Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 119 mg/dl at the time of incident. Troubleshooting was done. The customer reported that they changed the infusion set and reservoir trying to clear the no delivery alarm. The customer performed plunger push. The insulin did exit but the insulin pump alarmed no delivery alarm during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The reservoir will not be returned for analysis.